Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) arrived on site, inspected the drawer, and found that multiple pockets had already been removed and needed to be re-inserted. However, no failure was located on the station. To prevent issues, the fse checked the drawer for any cuts or damages and powered the station down to reset all connections at the back and front of the drawer. The fse also cleaned out any debris and trash found inside the drawer, including a paperclip that could have contributed to the drawer¿s performance. After reassembling all components, the fse tested the drawer using the hardware testing application. A visual preventive maintenance was performed, ensuring all internal bus cables were fully seated. Pocket e1 in drawer 2.1 was noted for future attention, as the muscle wire might need realignment or tray replacement due to pocket ejecting. Multiple cubie pocket failures were identified in the drawer, and the fse replaced the retractor band on the back of the drawer. During the repair, an issue was found with the row board not recognizing the cubie pocket, which was resolved by replacing the row board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.